Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patients were not crossing over, and once they were transferred, the customer were unable to pull out the medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) checked the database synchronization logs for the station, found no communication issues with the server, and confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.